Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon functional testing fse found that the host pc power supply was defective. Fse replaced the power supply. After replacement of power supply, the system was retuned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.